Event description:
Rochester foley catheter inserted in surgery, no urine flow noted, physician deflated catheter balloon and noted blood in urine. Physician had much difficulty inserting another foley. Foley had to be maintained overnight. This is one of numerous complaints we have experienced with this brand of foley catheter. Complaints center around difficulty removing and inserting catheter, urethral trauma, missing foley tip upon removal, and interrupted urine flow that was only corrected with removal and reinsertion of another foley catheter. The volume of complaints led us to remove the product from our facility. We started an eval of this product in 7 nursing areas in (B) (6) 2009 and did a total hospital conversion in (B) (6) 2009. We changed to an "improved" version of this foley catheter described as the stratanf foley catheter tray in (B) (6) 2009, but continued to have product problems over the course of the next 9 months. We are now in the process of converting the entire hospital to another foley catheter manufacturer and should have all of this product out by july 16, 2010. Dates of use: (B) (6) 2009-(B) (6) 2010. Diagnosis or reason for use: urinary drainage. Event abated after use: yes.